Event description:
The service engineer (se) inspected the device and verified the reported issue. The graphic user interface (gui) display was blank and the status display generated the error message. The gui central processing unit (cpu) printed circuit board (pcb) failed testing. The ventilator was tested with another gui cpu pcb and the issue was resolved. The gui cpu pcb was sent to the vendor for further analysis and it was confirmed that there was a burnt trace. The ventilator was able to be turned on, passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that, during setup of the device, a 980 ventilator generated a error message causing it to not fully power on. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was attributed to an issue that occurred during the manufacturing process. If information is provided in the future, a supplemental report will be issued.